Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient was transported to the complainant hospital for a second opinion and advanced therapy workup for acute decompensated heart failure with cardiogenic shock after being denied at the previous hospital. The medical team ultimately decided to place the patient on impella 5.5 for mechanical circulatory support for advanced therapies workup. The patient was taken to the operating room and an impella 5.5 was prepped, inserted, and support was initiated without complications. On support day 2, the impella alarmed for suction events and the patient experienced ectopy. The suction alarms self-resolved. The patient¿s ectopy continued overnight, and the patient received milrinone. The impella placement was reviewed with transthoracic echocardiogram. The pump¿s depth was as expected; however, the inlet was pointed towards the intraventricular septum. The physician declined repositioning the device. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. No data logs returned for analysis. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the pump suction: clinical details mention that there were a couple of suction alarms observed on 13 nov 2025 which self resolved with ectopy and movement. Tte showed that the pump was in good position and depth. The root cause of the pump suction was not determined due to lack of sufficient clinical details and unreturned product and data logs for further evaluation. Arrythmia: clinical details mention that the patient suffered from ectopic heartbeats during impella support. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.